Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the diopter was off. Clinical reason being mentioned as could not get patient satisfaction with vision in right eye. The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. The lens is split in the gusset area. The lens was cleaned with klrp for further evaluation. Light scratches are observed on the optic. A power and resolution inspection was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection was conducted with acceptable results. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the toric (3.00cyl), 16.5 diopter lens was replaced with an unspecified lens. The manufacturer internal reference number is: (B)(4).